Manufacturer narrative:
(B)(4) follow up for device evaluation: it was reported packages are missing lot numbers. To aid in the investigation, three empty packaging blisters and one photo was provided for evaluation by our quality team. A visual inspection was performed, and the digits of the lot number are partially printed. No other defects or imperfections were observed. The photo shows a document on the left with the expiration date 2026-03-31 but no lot number. The right side shows the sample expiration date, and the lot number has partial digits. No other information could be obtained from the photo. This defect could occur if the printer head became clogged. A device history record review was completed for provided material number 305211, lot 1027272. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the packaging process was performed. The printing of the graphics was correct. To date, there have been no other similar events reported for this lot. Based on the investigation with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received.

Event description:
Missing lot numbers: several bd 18g filter needle packages are missing lot numbers, either partially or fully. Defective syringes: we have identified defects in syringes from the following lots: o lot 1 kit rep 4: smudges on the gradient markings. O lot 2 kit rep 4: scratch marks on the body of the syringe. Both defective syringes are from lot number ¿1082627¿. On 03-sep-2024 - a new (B)(4) has been created for the missing lot numbers. (B)(6).

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up: it was reported packages are missing lot numbers. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a document on the left with the expiration date 2026-03-31 but no lot number. The right side shows the sample expiration date, and the lot number has partial digits. No other information could be obtained from the photo. This defect could occur if the printer head became clogged. A device history record review was completed for provided material number 305211, lot 1027272. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the packaging process was performed. The printing of the graphics was correct. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received missing lot numbers: several bd 18g filter needle packages are missing lot numbers, either partially or fully. Defective syringes: we have identified defects in syringes from the following lots: lot 1 kit rep 4: smudges on the gradient markings. Lot 2 kit rep 4: scratch marks on the body of the syringe. Both defective syringes are from lot number ¿1082627.¿ on 03-sep-2024 - a new pr# (B)(4) has been created for the missing lot numbers. (B)(4).